Event description:
Device malfunction: difficult to remove, time of malfunction: during procedure, symptoms: slurred speech, left facial droop, decreased mentatiion, lack of fine motor skills in left arm. Time of symptoms: during the procedure and immediately post procedure. The pt experienced slow, slurred speech after the stenting procedure of the right osteal internal carotid artery which was heavily tortuous at the right common carotid origin, heavily calcified, and 85% stenosed. During the procedure, the physcian had difficulty passing the recovery catheter through the stent to capture the net, so he dilated the vessel using a 6.0 balloon. He then pushed the shuttle sheath 1/3 of the way into the stent and the accunet was captured and removed and the procedure was completed. At the end of the case the pt was noted to have slurred speech, left facial droop, and decreased mentation. An MRI showed three small strokes on the right side, which was the interventional side. Heparin was started. 24 hours later, the pt had gross motor function in his left arm but not fine motor. Left facial droop persisted but his speech and mentation were clear. The physician reported that he felt the stroke could have occurred while there was difficulty accessing the acunet. He also reported that the procedure was difficult because the pt was "wild on the table", moving around a lot, hard of hearing, and therefore, did not follow direction well.

Manufacturer narrative:
The unknown rx acculink reference in b5 and d11 is being filed under manufacturer report number 3003742046-2006-00273.